Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 3.5x32mm, de novo target lesion was located in the right coronary artery (rca). A 3.50 x 32 synergy¿ drug-eluting stent was deployed to treat the lesion. However, post stent deployment and while taking orthogonal views, a dissection was noted at the edge of the stent. Subsequently, a 3.50 x 28 synergy¿ drug-eluting stent was deployed to cover the dissection, another orthogonal views were taken, and the procedure was completed. No further patient complications were reported and the patients status was stable.